Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected for a pci (percutaneous coronary intervention) to treat a 95% stenosed target and severely calcified and moderately tortuous lesion within the lad (left anterior descending artery). During insertion of the devices, the rotapro burr was unable to be released from the rotawire. The devices were removed as one unit. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire.

Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected for a pci (percutaneous coronary intervention) to treat a 95% stenosed target and severely calcified and moderately tortuous lesion within the lad (left anterior descending artery). During insertion of the devices, the rotapro burr was unable to be released from the rotawire. The devices were removed as one unit. The procedure was completed and no patient complications were reported.